Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown. Reporter¿s phone number was not provided. Device manufacture date was unknown. UDI: the device serial or lot number was unknown; therefore, UDI: (B)(4).

Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that the tip of the impactor replacement cap device broke into pieces while in use. It was reported that there were no delays to the surgical procedure as the head was already impacted. It was further reported that all pieces were removed without additional intervention and the procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.